Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received a questionable creatinine result for one patient sample. The initial result was 2.54 mg/dl. The patient sample was repeated due to a failed delta check and the repeat result from another p module analyzer was 0.68 mg/dl. The initial result was not reported outside the laboratory and the patient was not adversely affected. The creatinine reagent lot number was 62484101. The field service representative determined the cell blank was not dispensing to the proper level. He cleaned the cell blank tube and nozzle. To verify the analyzer operation, the user ran calibration and quality control without any issues.